Event description:
On (B)(6) 2010, pt called regarding concern with an insulin leak in her infusion device system. Call was completed with assistance of (B)(6). The (B)(6) struggled to communicate the pt's concern. It was determined the insulin leak was outside of the infusion device. Pt changed to a new adapter but the insulin leak continued. Advised to try a new infusion set tubing to resolve the insulin leak. Pt said she will do that and call back. F/u was attempted with (B)(6). Pt answered and said the phone number was only to be used for emergency situations. Pt requested a call back the following day. Requested f/u was unsuccessful. No product was requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.